Event description:
In 2008, got tmj concepts. Recently had an infection and had to have the devices removed approx four months later, and put back in seven months after that. Incision has not healed, bloody, drainage, weepy. Seizures started after second surgery. Head falls to the right side and cannot move. Other times, thrashes like a bull. Has had a 101-102 temp/staph infection since having the device. Infection started immediately after the implant went in. Pain got worse after the implant went in. Did not fix the 13 mm opening, now a 7 mm opening. Fossa was new, but the mandibular device was not new and was charged for a new device.